Event description:
It was reported that the customer had high blood glucose levels of 410 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported a no delivery alarm from the insulin pump. The no delivery alarm was resolved by the customer by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).